Event description:
Nxstage rfp-400 bags for crrt from fresenius have the incorrect barcode on the outerwrap packaging. The barcode is for the rfp-401 bags (a different formulation). (B)(4) links to 401 formulation and included on the outerwrap for the 400 formulation.